Event description:
It was reported that at 153,147 joules while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to fire through the tip. Time expended: 23:15 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-421a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the glass cap is depressed at the output area; the metal cap exhibits mild char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.